Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke while attempting to cross the lesion and was removed with a biopsy forceps. Pt status is listed as "stable".